Event description:
Event description boston scientific received information that this recently implanted implantable transvenous defibrillation lead exhibited gradually decreasing lead impedance measurements. Boston scientific received subsequent information that 6 hours post lead reposition, the patient went into atrial fibrillation (af) at a rate of 185bpm and received a shock, which accelerated the rhythm into the ventricular fibrillation (vf) zone. Therapy was exhausted due to shocks for rapidly conducted af.